Manufacturer narrative:
The pad-pak was first successfully installed by the user in august 2010 and performed to specification up to the 27th july 2014. The device failed multiple self-tests due to a low battery between the 3rd august 2014 and remained in fault mode until the 2nd september 2014. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration were recorded between 22nd august 2015 and the final log entry on the 15th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.